Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a 'no disposable clamp tubing' alarm. The pump stopped and continues to alarm. Reservoir volume was 89.6 ml. Rate was 2.1 ml/hour. Given was 6.45 ml. Medication was 5-fu. Per reporter, they denied any air in the tubing. Troubleshooting was performed but the alarm persisted. No adverse patient effects were reported by the customer.

Manufacturer narrative:
H2) device evaluation h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.